Event description:
An unsubstantiated legal complaint was received which alleges that the plaintiff developed symptoms which include myalgias, arthralgias, hypothermia of the lower extremities, and breast disfigurement after having received breast implants.